Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) significant reduction of irido-corneal angles, secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicm5_13.7, -5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.